Event description:
It was reported that a spectrum iq infusion pump underinfused during infusion of dilaudid (20mg/100ml). The 100 ml bag was set to infuse at 20ml/hr. The pump was indicating that the medication was infusing; however, after 5 hours, there was still 60-70ml of fluid remaining in the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was tested for flow accuracy and found to deliver within specification. A review of the event history log revealed no infusion was programmed on the event date that was provided. There was an infusion started 4 days prior to the reported event date matching the medication reported. The infusion was initially programmed at a rate of 20ml/hr and volume to be infused (vtbi) of 70ml which continued into the next day. At that point the user updated the vtbi to 100ml on 4 occasions. The user then updated the vtbi to 80ml at timestamp 20:01 and experienced an ¿upstream occlusion¿ alarm at time stamp 20:54. The pump run was resumed and ran without further interruption until time stamp 03:06 the next day. Review of the log indicates that the reported problem is potentially related to the issue described in fa-2021-056. If the pump alarms for an upstream occlusion and an occlusion in the line is not properly addressed by the user, and the user resumes the pump, the pump may not alarm again. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.